Event description:
Information received regarding the device notes that the patient's rhythm was down to 50 bpm and the device was not pacing. The device could not be interrogated and magnet application did not elicit magnet mode.